Manufacturer narrative:
Other, other text: device evaluation- two used devices were returned for evaluation. The devices were visually inspected with no discrepancies identified. The devices were given functional testing: the devices could be filled with fluid with no leakage identified. The reported issue could not be confirmed.

Event description:
Information was received indicating that immediately on use, the customer noticed that the smiths medical cadd cassette reservoir leaked medical fluid from the part where the cassette and the tubing were connected. No patient consequences were reported.